Event description:
It was reported that there have been approx eight occurrences of overdeliveries over the last yr. The biomedical engineering contact feels that the occurrences have been related to the manner in which the intravenous tubing is loaded into the infusion pump. The specific serial numbers of the infusion pumps involved have not been reported. No specific clinical info has been received regarding each occurrence. No pt injuries have been reported.